Manufacturer narrative:
The reported event of backup vvi was confirmed. The backup vvi is due to off label exposure to magnetic resonance imaging (MRI) as reported by the field event. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation due to magnetic resonance imaging and high voltage therapy was not active. The ICD was explanted and replaced. Patient condition was stable throughout.